Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error on his insulin pump. The numbers are scrolling when customer tries to program a bolus delivery. Replacing the battery did not resolve the issue. Customer stated she dropped the device in the water and pulled it out quickly. Customer's blood glucose is 201 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.